Event description:
Customer reported a blood leak at end of a treatment. When the treatment was ended and nurse should disconnect the patient, she discovered a blood leak that seemed to come from the pump tubing organizer (pto). The nurses had been checking the instrument regularly throughout the treatment for a low interface and did not notice any leak, so they think it happened during or after photoactivation. There is no visible kink or damage, nurse states she cannot see exactly where the leak comes from, but that there is blood inside the pto plate. There had been 2 alarms #17 during the procedure. Patient hct 47% (nurse states this is always high), hgb 9.9 mmol/l before treatment, not available after. Platelets 285*10^9l, heparin 15000ie/500 ml with a ratio of 8:1 ordinated by physician since aggregates have been observed previously. The kit was discarded after treatment. The customer sent photos for investigation.

Manufacturer narrative:
A review of lot c147 was performed and there were no nonconformances associated with this lot. This lot met release requirements. Trends were reviewed for complaint categories, pto leak or for alarm #17; return pressure. No trends were observed for these complaint categories. Alarm #17 was investigated through CAPA 5189. This CAPA has been closed. No CAPA was initiated for pto leak. The assessment is based on information available at the time of the investigation. Analysis of the photographs sent by the customer is in progress at the time of this report. A supplemental report will be filed when this evaluation is complete. (B)(4).